Event description:
It was reported to philips that the device experienced a fail/bf autotest failure. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.